Event description:
During procedure using the endo gia ultra universal stapler (ref egiaushort) with a 60mm load (ref# sig60axt), the surgeon stated that the jaw would not open after deployment. He struggled to release the device and a new device and staple load were opened and used without further incident. The stapler was passed off the field and inspected. The device was reported as being stiff and that it took an unusual amount of pressure to ratchet and they were unable to remove the staple load from the stapler.